Event description:
The medtronic pump was refilled. It was found to have a 9-6 ml discrepancy in the reservoir volume. Dr aware. Ordered increase of oral baclofen to compensate for the pump's apparent deficiency. Pt overdosed to the point of coma and was admitted to ICU. Pump scheduled to be removed a hosp.